Manufacturer narrative:
When the stent was picked up by hand after removal from the pt the part of the stent pulled to re-position relaxed and the top of the stent expanded. Therefore, the complaint could not be confirmed. Force may have been applied by the user with the forceps when repositioning the stent. Also the stent was only in place in the pt 20 seconds before removal. Evaluation: one used evolution esophageal stent was returned for evaluation. Upon visual examination, it was noted that the stent appeared as intended, i.e., the part of the stent that is pulled for repositioning was not pulled tight at the top of the stent or the opening of the stent was not narrowed. The part of the stent pulled to reposition appeared to be intact, i.e. All material was present. After a review of the device history record and incoming quality control records for this lot number, we can report that no discrepancies or anomalies were observed. A review of the complaint history for this product was conducted. The likelihood of this type of occurrence is rare. Conclusion: our evaluation suggests that force may have been applied by the user when using forceps for repositioning. The physician allowed 20 seconds for the stent to open post repositioning before deciding to completely remove the stent. It is possible that if the stent remained in the pt for a longer period of time that the part of stent pulled for repositioning may have relaxed and the top of the stent would have expanded as happened after the stent was removed from the pt. This observation has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. The instructions for use for this stent indicate that prior to advancing the system area to be stented should be dilated to a minimum of 10 mm and a maximum of 14 mm. If area is dilated greater than 14 mm, the stent may migrate. In this case the diameter of the stricture was noted to be 15 mm. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Removal of the fully placed stent did not cause any adverse effects to the pt in this case. Prior to distribution, all esophageal stent systems are subjected to a visual inspections to ensure device integrity. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. The appropriate internal personnel have been notified of this observation in an effort to heighten awareness. Customer quality assurance will continue to monitor for complaint trends.

Event description:
An esophagogastroduodenoscopy (egd) procedure was being performed. The diameter of the stricture was 15 mm. The stent was placed in the pt's oesophagus without any resistance or other difficulties occurring. The physician then pulled on the part of the stent that is pulled for repositioning, in an effort to reposition the stent further up in the esophagus. The physician then removed the forceps and it was at this point that he noticed that the part of the stent that is pulled to reposition was pulled tight at the top of the stent causing the opening to be narrowed. The physician allowed 20 seconds for the stent to open post repositioning before deciding to completely remove the stent. The physician removed the stent from the pt using a forceps. When the stent was removed from the pt, the stent was pulled tight at the top. It was then picked up by hand and the part pulled to reposition relaxed and the top of the stent expanded. The pt did not require any additional procedures due to this occurrence and there were no adverse effects on the pt. Another stent set was placed after this occurrence.